Event description:
It was reported that a patient that underwent treatment in 2007 experienced delayed onset of dark stools approximately 2 weeks later. Then, the next monthhad endoscopy with coagulation of a small bleeding ulcer and received a transfusion. The pt did not follow the post procedure instructions that required to discontinuing the use of non-steroidal anti-inflammatory medication for 7 days post procedure, as he continued using clopidogrel and aspirin, both potent inhibitors of platelet function. This deviation likely resulted in the adverse event. The instructions for use state: "avoid aspirin or non-steroidal anti-inflammatory medications for 7 days (per physicians' instructions)." The product performed as intended during the procedure.